Event description:
The manufacturer received information alleging a patient was found disconnected from the ventilator, the patient expired. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The device's audible alarm was tested and was found to exceed the specified decibel level. The device's event log was reviewed. On the reported day of the event, (B)(6) 2015, the event log indicates the ventilator began alarming for low inspiratory pressure at 00:27:28 and was not acknowledged until the device was powered off at 01:54:54.